Event description:
A malfunction alarm was reported, with no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. The technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue recurred, which the customer acknowledged and understood.